Manufacturer narrative:
Final analysis confirmed the customer complaints of failure to interrogate and error message. As received the device could not be interrogated and there was no pacing output due to an unspecified reset mode which is consistent with exposure to high temperature. This is not considered a malfunction since the device was exposed to temperature outside of the recommended storage temperature.

Event description:
It was reported a pacemaker presented with failure to interrogate due to an error message. The device was not used, there was no patient involvement.